Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture d6b explantation date: on (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a 59-year-old caucasian female patient underwent revision breast augmentation with a 700cc mentor memorygel breast implant and experienced breast implant rupture on her right side postoperatively. The patient has consulted with the medical professional. As a result, the device will be explanted on (B)(6) 2023.

Manufacturer narrative:
On february 5, 2025, mentor became aware that the date of surgery has been rescheduled to (B)(6) 2025. D6b explantation date: (B)(6) 2025. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 18, 2025, mentor became aware that the date of surgery has been rescheduled to (B)(6) 2025. D6b explantation date: (B)(6) 2025. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received, patient underwent bilateral replacement surgery with catalog number 3507001bc; serial number (B)(6) on the left side, and with catalog number 3507001bc; serial number (B)(6) on the right side on (B)(6) 2025. Left side device was replaced due left side implant site fluid collection, minor injury, and no product quality issue. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 2, 2025, the mentor failure analysis lab received the device for evaluation. On april 25, 2025, device evaluation was completed as follows: mentor conducted visual inspection of the returned device. Visual analysis of the returned device revealed that the sm mpp gel 700cc breast implant was found to be ruptured. In addition, an area of shell abrasion was observed on the edges of the tear. These findings are consistent with normal wear of the device. Shell abrasion suggests in-vivo folding or creasing of the device, which may be caused by continuous and sustained stresses to the device, such as an excessively small breast pocket or the folding or wrinkling of the shell within the breast pocket. In some cases, breast implants may also experience normal wear over time. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).